Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Possible causes for difficulty in removing a dilatation catheter after inflation may include, but is not limited to, interaction of the balloon with associated devices, the balloon not being fully deflated, damage to the balloon, balloon refold, kinks, bends, obstructions in the sheath, or damage to the sheath. To help ensure this difficulty is not related to a manufacturing deficiency, the profile dimensions on all balloon catheters are confirmed by visual and dimensional checks on the manufacturing line. Based on the reported information, it is possible that the balloon refold may have contributed to the reported difficulty. Improper balloon refold may be related to, but is not limited to, interaction with associated devices, balloon not being fully deflated or multiple inflations done during the procedure. In this case, the fox plus was not returned for evaluation and a conclusive cause for the difficulty could not be determined; however, there is no indication to suggest a product quality deficiency. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that resistance was felt when removing the fox plus through the 5 f sheath. The balloon was fully deflated, but it was winging. The device was succesfully removed and there was no adverse patient effect or clinically significant delay in procedure. No additional information was provided.